Manufacturer narrative:
Please disregard this report. There was no complaint stated against the device.

Event description:
Allegedly, pt experienced pain and ambulatory difficulty; tested positive for elevated cocr levels. During the right hip revision, a large pseudotumor with dark coloration and a large amount of cloudy fluid was identified; post-operative leg-length discrepancy.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01042, -01043, -01044.